Event description:
It was reported that the implantable cardiac monitor (icm) device exhibited t-wave oversensing (twos) when the rate was faster. Sensing of r-waves was only seen at lower rates and low measurement of r-waves was seen. The device was reprogrammed and it remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).